Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and tissue/blood in it. Removed tissue/blood with alcohol, and found helix is bent.

Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead did not secure the lead in the right ventricle. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.